Event description:
It was reported that a cartridge change error occurred. There was no adverse impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.